Event description:
Allegedly patient bent over (lifting something) and the neck broke on his left hip.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete.